Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the 9018-needle placed in infant could not remove the stylet. Additional information states the device was left in place. A 24ga peripheral IV was established after the device failure. The patient is deceased. The device failure did not contribute to this outcome; the child was in asystole for the entire call.